Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur after reset. Customer was able to continue using the pump and was advised to contact support if the malfunction code reappeared.